Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead. The involved lead is a non-boston scientific product. Lead testing was already performed and a desired safety margin was obtained, therefore, technical services (ts) recommended continuing to monitor. No adverse patient effects were reported. This device system remains in service.